Manufacturer narrative:
Additional information received via phone call with hospital risk manager, indicating the following: patient: 69 year-old male patient. Electrodes were being placed for deep brain stimulation for tremors in the patient¿s arm. The crw frame collapsed while the probe was in the brain causing a hemorrhage. The patient was discharged from the facility with some residual effects from the event.

Event description:
N/a

Manufacturer narrative:
Additional information received indicating the following: 1. What type of procedure was performed? >> planned stereotactic insertion of deep brain stimulator electrode array in 69yo male with severe intractable essential tremor was aborted when the stereotactic headframe collapsed while the depth electrode was still in the brain. 2. Was there a delay in surgery due to product problem? If yes, how long? >> no. 3. What revision/medical intervention was performed? >> procedure was aborted. 4. What action was taken after the product problem occurred (adjustments, replacement, etc.)? >> procedure was aborted. 5. Patient outcome. >> patient was discharged to a long-term acute care facility. Investigation findings: the crwprecise precision arc system (crwprecise) was not returned for evaluation after several attempts were made. However, serial number information was determined; therefore, device history record (DHR) was reviewed and there is no indication of any nonconformance issues during manufacturing or final testing and calibration. In summary, no specific hazard has been identified because of this event. The crwprecise device has not been returned or otherwise made available for integra to evaluate and investigate. Additional requests for information and direct phone contact with the patient safety coordinator and/or the risk manager for the facility provided no additional information regarding what specific component or part of the crwprecise may have caused the event. As a result, root cause determination for this alleged functional issue is not possible, as the product has not returned for evaluation and further investigation.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the frame of the crwprecise precision arc system (crwprecise) collapsed while the depth electrode was still in the brain causing a hemorrhage in the brain. Additional information has been requested.

Manufacturer narrative:
Medwatch received from customer with additional information indicating the following: "planned stereotactic insertion of deep brain stimulator array in 69yo male with severe intractable essential tremor was aborted when the stereotactic headframe collapsed while the depth electrode was still in the brain, causing a hemorrhage in the brain."

Event description:
N/a.